Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. On an unknown date, the patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin injection (1gm, every 4 days, ongoing, route and duration were not reported)and fortum injection (1gm, daily, ongoing, route and duration were not reported) for peritonitis. It was reported that the patient was discharged from being hospitalized and was recovered from the event. Pd therapy was ongoing. No additional information is available.